Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, oversensing due to lead insulation damage was noted on the right atrial lead. A procedure was performed and the lead was repaired with a silicon sleeve to resolve the event. The patient was stable with no adverse consequences reported.